Event description:
On 07/24/2025, it was reported by a sales representative via (B)(4) that an ar-13226t bb-tak threaded broke off inside the patient. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including the use of excessive force. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.